Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be on safety mode. As a result; this device was explanted and replaced and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.